Manufacturer narrative:
Philips service reinstalled the software and monitored logs for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a software issue caused imaging errors, making the system partly functional on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.